Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One scr replace friction-fit gold & ti abut int hex (mhlas) was not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using applicable instructions for use and risk files to address reported event. Functional testing could not be performed since the products were not returned. Pre-existing conditions, tooth location and duration of placement were unknown due to limited information provided by the customer. X-ray or picture images were not provided. DHR review could not be performed as the lot number associated with the reported device was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. A complaint history review by item number was conducted for the (mhlas) dating back to 12 months from now. The complaint history review revealed that there are no existing non conformances/CAPA /hhe/d/ie/product holds for the reported device for related event using keyword category functional: loosening. Monthly post market trending was reviewed and there were no actionable events or corrective actions for the reported event (functional: loosening) or products. Therefore, based on the available information, device malfunction and the reported events could not be verified as the exact details of event were nonverifiable and the products were not returned. A definitive root cause could not be identified. However, based on the investigation, risk review and IFU, the most likely cause determined from the investigation is clinician failure to torque screw to specification. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Age: not provided. Patient weight: not provided. Event date: not provided. Device lot number: not provided. Device not returned.

Event description:
It was reported that abutment screw loosened in the patient's mouth. Screw was retightened until replacement screw is received. No injury has been reported.